Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
Customer reported that after the jugular vein puncture was successful, it was difficult to place the guide wire, and there was resistance to pulling back the guide wire, leading to partial disconnection of the guide wire and bending of the head segment. The puncture needle and guide wire were removed, and the arrow tube pack for thoracentesis was removed again. The arrow tube pack guide wire was used to guide the puncture successfully. No other information provided.